Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the nexsys pcs collection system. Haemonetics field service engineer inspected the unit, both dispenser air sensors were checked for defects and there were no issues found. The field service engineer ran a donation test run where the error could not be reproduced and there were no issues noted with the constructive and functional features of the unit. Although the unit was inspected and cleared as functioning properly, the disposables were discarded, so haemonetics was unable to evaluate the samples.

Event description:
On (B)(6) 2021, haemonetics was notified of a tube system dlad1 of a nexsys pcs system being filled with air during the donation in germany. There was no report of donor harm.